Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer reported a blood glucose value of 194 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-7040ma, mmt-396a, mmt-332a, and mmt-1884. Troubleshooting was performed for the pump error 37, and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-396a, and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. Pump error 37 was found in the history files on 09/22/2025 20:54:12.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the motor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch and damaged display window cover. Pump error 37 did not occur during testing, however, confirmed in the history files due to moisture damage on the motor assembly. Exposed to moisture damage confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.